Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer exhibited autonomous cursor movement after the most recent software update. It was noted that the cursor was selecting buttons on the screen autonomously, causing difficulties, particularly when navigating critical settings such as parameter windows. It was also noted that the stylus was missing. The cooling fan was noisy. The handle of the lower case was cracked. An electromagnetic interference (emi) repair was performed as a measure to prevent screen issues with the installed finger touch option. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer exhibited autonomous cursor movement after the software update. It was noted that the cursor was selecting buttons on the screen autonomously, causing difficulties, particularly when navigating critical settings such as parameter windows. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.